Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received her scs system, including an ipg, on (B)(6) 2010. The pt reported the scs therapies are turning on and off on their own. Additionally, the pt reported intermittent telemetry and uncontrollable increases in her stimulation. As the physician is working to rule out any environmental factors, the pt is working closely with her physician to identify a pattern of the reported behavior. No additional info is available at this time.